Event description:
The customer's father reported that his son's blood glucose was 250 mg/dl when the pod was activated on (B)(6) 2013 at 2:43 pm, but had lowered to 46 mg/dl by bedtime. His bg ranged between 63 and 132 mg/dl on 1/27 and between 72 and 191 mg/dl for most of (B)(6). At 10:45 pm that night, his bg measured 267 mg/dl. No treatment was reported. The next morning at 7:47 am his bg was 252 mg/dl and his breakfast contained 66 grams of carbohydrate, so he was given a 4.4 unit insulin bolus. At 9:29 am it was up to 401 mg/dl and another 2.3 units were bolused for correction. At 10:19 am the son's bg read "high" (>500 mg/dl). At 10:27 am pod was deactivated. The father stated that there was a bend in cannula and it looks like the cannula may have "pulled up a little".

Manufacturer narrative:
The device was not returned for eval. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria. The omnipod user guide warns "if your reading is above 500 mg/dl, the pdm displays 'high check for ketones!' This indicates severe hyperglycemia (high blood glucose).if you get a 'high check for ketones!' Reading and feel symptoms such as fatigue, thirst, excess urination, or blurry vision, follow your healthcare provider's recommendation to treat hyperglycemia."